Event description:
It was reported that the patient was experiencing redness and inflammation at the implantable pulse generator (ipg) site following a ipg pocket revision procedure (MFR#3006630150-2025-11531). The patient was prescribed with antibiotics and the patients symptoms were cleared.